Manufacturer narrative:
As reported, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, embedment of the filter and device unable to be retried. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The optease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The implantation date of the filter and the attempted retrieval date is unknown at this time. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, embedment of the filter and device unable to be retried. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly. Additional information received per the medical records indicate that the patient was implanted due to paraplegia with a high risk of deep venous thrombosis and pulmonary embolism with contraindications to anticoaulation therapy. The operative notes state that the filter was placed after the patient had "just undergone a spinal fusion." Additional information received per the medical records indicate that the patient was implanted via his right common femoral vein. The filter was deployed into the mid inferior vena cava without difficulty. The patient tolerated the procedure well and there were no complications. One year and seven months after the index procedure there was an unsuccessful attempt to remove the filter. During the removal attempt it was noted that the filter was strongly adherent to the inferior vena cava (ivc) wall. An inferior vena cavograph showed that the filter was in place at the infrarenal ivc level without residual thrombus. Additional information received per the patient profile form (ppf) states that the filter is embedded into the wall of the ivc, the filter is embedded other than the wall of the ivc and the device is unable to be retrieved. One year and seven months after the index procedure there was an unsuccessful attempt to remove the filter, this is when the patient became aware of the reported events. The patient also claims to have experienced leg spasms and bladder leaking. The form states that these events have caused the patient to experience emotional distress, mental anguish, anxiety and stress. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, embedment of the filter and device unable to be retrieved. The patient is also reported to have experienced mental anguish, anxiety and stress. The indication for the filter placement was a high risk of deep vein thrombosis (dvt) and pulmonary embolism (pe) with contraindication to anticoagulants in paraplegic patient that had just undergone a spinal fusion. The filter placement to place immediately after the spinal surgery. The filter was placed via the right common femoral vein and deployed in the mid inferior vena cava (ivc) without difficulty. The patient is reported to have tolerated the procedure well. Approximately eighteen months post implant an unsuccessful removal attempt was made. During the procedure the filter was noted to be strongly adherent to the wall of the ivc and could not be retrieved. An inferior vena cavography showed that the filter was in place at the infrarenal ivc level without residual thrombus. A cavogram performed post removal attempt demonstrated persistent patency of the ivc filter and the ivc. There were no reported complications. The impression notes indicated that the unsuccessful filter retrieval was secondary to adherence to the ivc wall and that the filter had been in position approximately eighteen months and should remain in position indefinitely. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Without images or procedural films for review the reported embedded/retrieval difficulty could not be confirmed or further clarified. Clinical factors that may influenced any potential events include underlying patient co-morbidities, pharmacological and lesion characteristics. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. With the limited information currently available for review it is not possible to determine what factors may have contributed to the reported events, there is also nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.